Event description:
Following the removal of a central venous catheter, patient experienced irregular heartbeat. Diagnostic procedure indicated portion of catheter in the hear. The patient was transferred to radiology where the distal portion (seven inches) of catheter was removed. Patient's hearbeat returned to normal and he was discharged.